Manufacturer narrative:
The report is from the (B)(4) study. The patient was a (B)(6) female, with a history of angina ischemia, angina, hypertension, cva/stroke (2005), myocardial infarction (1995), and allergies to medications (ciprofloxacin, ranitidine, diphenhydramine, quinolone antibiotics, and hydrochlorthiazide). The target lesion was the distal circumflex (cfx). Vessel diameter was 2.75mm and the lesion length was 30mm. The lesion was heavily calcified, de novo, and a type c classification. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8atm. A (B)(4) was deployed at 16atm. There was slow flow following the implant of the first stent. So a (B)(4) was deployed at 16atm because the first stent did not fully cover the lesion. The stents were overlapping. Post-procedure stenosis was 0% and timi flow was 3. The patient was discharged 2 days post-procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00245 and # 3003742446-2012-00367.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had hypoperfusion during the index procedure and a peri-procedure mi. This is a (B)(6) female with medical history including angina, ischemia, hypertension, prior cerebral vascular accident, myocardial infarction, and medication allergies to cipro, ranitidine, diphenhydramine, quinolon antibiotics and hydrochlorothiazide. The patient presented with a positive functional ischemia study, braunwald class iib angina, and a 90% stenosis with timi 3 flow in the distal cx. The lesion was described as de novo, 90% stenosed and heavily calcified. The lesion was pre-dilated followed by the implant of a 2.75 mm x 23 mm cypher stent at 16 atmospheres. Slow flow was observed after the initial stent was implanted so a 2.50 mm x 28 mm stent was implanted to treat the hypoperfusion. The stents were implanted in overlapping fashion and the post-implant timi flow was 3 with 0% stenosis. Pre-procedure on (B)(6) 2010 at 22:44, the ck was 115 (nl 215, ratio <1), the ckmb was 1.7 (nl 5.8, ratio <1) and the troponin I was 0.04 (nl 0.07, ratio <1). Cardiac enzymes were not drawn on (B)(6) 2010. Post-procedure on (B)(6) 2010 at 01:30, the ck was 150 (ratio <1), the ckmb was 3.0 (ratio <1) and the troponin I was 0.31 (ratio 4.43). On (B)(6) 2010 at 07:40, the ck was 192 (ratio <1), the ckmb was 6.8 (ratio 1.17) and the troponin I was 0.93 (ratio 13.28). On (B)(6) 2010 at 12:16, the troponin I was 1.02 (ratio 14.57). The ck and ckmb testing was not performed. On (B)(6) 2010 at 21:13, the troponin I was 1.19 (ratio 17.0). The ck and ckmb testing was not performed. On (B)(6) 2010 at 14:12, the troponin I was 0.55 (ratio 7.85). The ck and ckmb were not tested. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The angiographic core lab reported the target lesion location in the proximal cx and a 23% final residual in-lesion stenosis with no dissection and timi 3 flow. For the bifurcating 1st om branch, the angiographic core lab reported a 70% stenosis pre-procedure and an 80% final stenosis. The ECG core lab reported intermittent pr prolongation (220 msec), no new st-t abnormalities and no new q waves. The patient was discharged two days later on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15125258 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00245 and # 3003742446-2012-00367.

Event description:
(B)(6) 2012, ((B)(4)) addendum; additional information received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). The committee agreed with the code of arc (peri-procedural pci). This event has not been previously captured. The file will be updated with the addition of a code for mi and processed accordingly. The patient presented with a (B)(4) study, braunwald class iib angina, and a 90% stenosis with timi 3 flow in the distal cx. According to the discharge summary, the patient presented with chest pain and mildly elevated troponins (first draw was negative, second troponin went up to 0.14, the third troponin was 0.17 and the fourth troponin was going down to 0.07). An x-ray showed mild chf and the bnp was 231. The decision was made to treat her as acs patient and to perform cardiac catheterization and angiography. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of two study stents in the distal cx. The second study stent/cypher 2.5 x 28 mm. Was deployed overlapping and distal to the initial study stent/cypher 2.75 x 23 mm. To fully cover the lesion. The angiographic core lab reported the target lesion location in the proximal cx and a 23% final residual in-lesion stenosis with no dissection and timi 3 flow. For the bifurcating 1st om branch, the angiographic core lab reported a 70% stenosis pre-procedure and an 80% final stenosis. The ECG core lab reported intermittent pr prolongation (220 msec), no new st-t abnormalities and no new q waves. The post-procedure course was uncomplicated and the patient was discharged two days after the procedure on dual antiplatelet therapy.